Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Patient weight was requested but not made available. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4). During same procedure, two gore® viabahn® endoprosthesis with heparin bioactive surface were implanted as overlapped device in same anatomical location. Second device lot/serial number is (B)(4) and UDI number (B)(4). It is unknown which of the device (same type) was involved in the adverse event. Therefore, only one report is submitted.

Event description:
The following information was obtained from a conference presentation: on (B)(6) 2021, a patient underwent endovascular treatment for a popliteal artery lesion with non-gore devices. During treatment, perforation of the posterior tibial artery (pta) occurred. Two gore® viabahn® endoprostheses with heparin bioactive surface (viabahn devices) were implanted at the perforation site in the pta, but blood flow remained poor after the devices were deployed. Immediately after hemostasis was achieved, blood flow in the pta was lost and acute occlusion occurred. Thrombus aspiration was performed, and continuous infusion of urokinase and vasodilators was administered to maintain blood flow. The patient tolerated the procedure. During follow-up on (B)(6) 2021, good blood flow was observed by angiography. The physician stated the size of the viabahn devices were likely not suitable for the pta and resulted in occlusion.